Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, the device was difficult or unable to load during esophagus-large intestine anastomosis. The stapler did not match with the other device. Another had to be used, and the esophagus had to be cut more. Because the first device did not work, the anastomosis was done higher with the second device and the esophagus had to be cut. Eea sizers were used. The surgical time was extended 30 minutes or more due to the product problem. The incision was extended more than 1 inch and there was unanticipated tissue loss. The procedure was converted to open due to the issue. The patient had a delicate health condition next day of the surgery. The large intestine was necrotic. The patient died two days after the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed device damage may occur if the device is manipulated with excessive force during the attachment to the instrument, or if the device is mishandled during the removal from the tubing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, the device was difficult or unable to load during esophagus-large intestine anastomosis. The stapler did not match with the other device. Another had to be used, and esophagus had to be cut more. Because the first device did not work, the anastomosis was done higher with the second device (esophagus had to be cut).eea sizers were used. The surgical time was extended 30 minutes or more due to the product problem. The incision was extended more than 1 inch and there was unanticipated tissue loss. The procedure was converted to open due to the issue. The patient had a delicate health condition next day of the surgery (metabolic panel results). The large intestine was necrotic. The patient died . The patients pre-op diagnosis: the patient had cancer, and received chemotherapy